Event description:
It was reported that a continuous glucose monitor showed error 42 during sensor use. There was no reported adverse impact to the customer. Customer support guided caller through complete pump reset, and after reset error did not return, allowing caller to successfully restart sensor session.